Event description:
The customer was found unresponsive. Customer's family member used the device to check the glucose level and obtained a result of 164 mg/dl. Emts were called and they checked the glucose and obtained a reading of 20 mg/dl. Customer was treated wtih an unknown IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.